Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.  Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: e1 vngd crl tib brg 79/83x10; p/n: ep-183560, l/n: 507810. Vanguard cr ilok fem-lt 75; p/n: 183034, l/n: 557460. Biomet cc cruciate tray 83mm; p/n: 141236, l/n: j2476424. Series a pat std 40 3 peg; p/n: 184770, l/n: 211620. Customer has not indicated that the product will returned to zimmer biomet for investigation. The investigation is in process and once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-11264, 0001825034-2018-11266, 0001825034-2018-11281. Product location is unknown.

Event description:
It was reported that the patient underwent an initial total knee arthroplasty 7 years post implantation. The patient has experienced pain since then. Subsequently, the patient's pain has increased since hearing a snapping noise. No additional patient consequences were reported.